Event description:
It was reported by service report that the caster will not roll due to a damaged base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.